Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not emit audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue. The cause of the reported issue was a depleted battery. The battery became depleted through normal device usage. There was no device malfunction detected. The customer received a replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not emit audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.